Event description:
It was reported that the device had a malfunction. There was patient involvement, outcome was unknown. Additional information received: customer states "on (B)(6) 2023, a service request was placed to biomed regarding a pump described as having an "equipment malfunction". The unit was picked up, has remained in the manager's office labeled "potential incident with device". There is no additional information known or provided.

Manufacturer narrative:
Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary : the reported complaint that the pca module malfunction was confirmed to be ¿syringe calibration required.¿ ¿ laboratory testing observed the pca module alarming for ¿syringe calibration required.¿ o preventive maintenance performed resulted a failed instrument inspection due to a cracked rear case; however, the pca module was operating within specification, and it passed all the required tasks. O performing preventive maintenance resolved the observed ¿syringe calibration required¿ error. ¿ a review of the suspect pca module showed no error code occurred on the reported date of (B)(6) 2023. ¿ a review of the suspect pca module showed no event occurred on the reported date of (B)(6) 2023. The last known infusion event occurred beginning on (B)(6) 2023 at 6:24 am, when the pca module was programmed to infuse a pca continuous infusion with a 50ml syringe type being selected and observed volume of 46.0364ml. The pca module at 6:27 am was programmed and began to infuse at a rate of 0.3ml/hr and volume to be infused (vtbi) of 45.7364ml. O from 2 june 2023 at 7:25 am to 3 june 2023 at 9:19 am, there were nineteen (19) dose requests observed; infusing at a rate of 150ml/hr and vtbi of 0.2ml. O at 9:21 am, the infusion was paused and pca door was unlocked and opened. The pca module alarmed for ¿check syringe¿ the door was closed and was channeled off. ¿ perform regular and preventive maintenance inspections to ensure that the syringe and pca modules remain in good operating condition: o perform regular inspections before each use. O perform preventive maintenance inspections annually. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported pca module malfunction is being attributed to ¿syringe calibration required¿ error. The root cause of the observed error is being attributed to failure to perform annual preventive maintenance. Note that imdrf annex a040502, c0601, d01, and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a malfunction. There was patient involvement, outcome was unknown. Additional information received: customer states "on (B)(6) 2023, a service request was placed to biomed regarding a pump described as having an "equipment malfunction". The unit was picked up, has remained in the manager's office labeled "potential incident with device". There is no additional information known or provided.